Manufacturer narrative:
Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied. Therefore, the related manufacturing records were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set-up, the pressure tubing of this pressure monitoring detached at the level of stopcock female luer connection with the vamp reservoir. There was no blood loss. There was no patient injury reported. The device is not available for evaluation, since it was discarded.